Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) balloon dilation procedure performed on (B)(6) 2023. During the procedure, the balloon burst when being inflated past 15 mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of a balloon burst.